Event description:
It was reported to philips that the system could not start application mode. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and re-installed the software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing vascular planned /non-emergency treatment, and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not start application mode and unable to apply collimation as "detector is out of range". The rse reviewed log file and confirmed that the application mode was unable to start due to configuration error. The fse visited onsite and upon functional analysis, the fse found collimator issue and intermittent shutter issues on start-up. The part analysis of defective collimator was performed, and it determined that there was an encoder error, and the y-shutter did not move. To resolve the reported issue, the fse replaced the collimator and carried out necessary adjustments and calibrations for the system. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.